Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful despite extensive troubleshooting and the use of several programmers and wands. Device tones were audible with magnet application. A boston scientific technical services consultant provided instructions for a magnet reset. Tones were confirmed after two resets were completed; however, communication still could not be established. The last successful transmission was the same day as the last in-clinic check which was three months ago. The patient attempted a patient-initiated interrogation without success and one yellow collecting wave was reported. The consultant had the patient force a call to upload data from the communicator in order to review telemetry performance. Review confirmed there were no unusual diagnostics. The reported clinical observations were documented. No adverse patient effects were reported. It was reported that this device was subsequently explanted as interrogation continued to be unsuccessful. No additional adverse patient effects were reported. The device was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of programmer log files confirmed interrogation difficulty in the field; however, this was not replicated in the laboratory setting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful despite extensive troubleshooting and the use of several programmers and wands. Device tones were audible with magnet application. A boston scientific technical services consultant provided instructions for a magnet reset. Tones were confirmed after two resets were completed; however, communication still could not be established. The last successful transmission was the same day as the last in-clinic check which was three months ago. The patient attempted a patient-initiated interrogation without success and one yellow collecting wave was reported. The consultant had the patient force a call to upload data from the communicator in order to review telemetry performance. Review confirmed there were no unusual diagnostics. The reported clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful despite extensive troubleshooting and the use of several programmers and wands. Device tones were audible with magnet application. A boston scientific technical services consultant provided instructions for a magnet reset. Tones were confirmed after two resets were completed; however, communication still could not be established. The last successful transmission was the same day as the last in-clinic check which was three months ago. The patient attempted a patient-initiated interrogation without success and one yellow collecting wave was reported. The consultant had the patient force a call to upload data from the communicator in order to review telemetry performance. Review confirmed there were no unusual diagnostics. The reported clinical observations were documented. No adverse patient effects were reported. It was reported that this device was subsequently explanted as interrogation continued to be unsuccessful. No additional adverse patient effects were reported. The device was returned for evaluation.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.